Manufacturer narrative:
This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported the patient previously underwent an endovascular aneurysm repair (evar) that has suprarenal fixation. On review of imaging it was noted that the grafts appear to be a zenith lp aaa bifurcated body with zsle leg extensions on both sides. It was observed in the imaging that the left iliac limb is occluded. Additional information was received that the patient had active igg vasculitis.

Event description:
It was determined during the investigation based on the review of provided imaging and the product invoice provided by the customer that the complaint device was a zenith flex with spiral-z technology aaa endovascular graft iliac leg with catalog number: zsle-24-74-zt.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unchanged, or unavailable. Investigation/evaluation: the device was not available for evaluation. Without the complaint device, a physical investigation was not able to be completed. Imaging was provided for review. A document based investigation has been performed. A review of the provided imaging, device history record, instructions for use, manufacturing instructions, and quality control data was conducted. A single computed tomography (CT) study was provided. The CT study is dated 8/1/18. According to the complaint report, the initial repair was performed in (B)(6) 2016, so this study represents the 20-month follow-up. The left iliac leg (zsle) is completely occluded. The iliac leg begins just above the flow divider and extends to just above the left iliac bifurcation. There is flow seen in the left hypogastric artery but only faint contrast is seen reconstituting in the left external iliac artery. The iliac leg has 53 mm of overlap in the ipsilateral limb. The iliac leg has a maximum diameter of 20 mm, distally, and a total length of 91 mm. There is significant angulation in the mid left cia causing a 72-degree bend in the zsle leg, right at the junction of the ipsilateral limb. This results in a slight, focal kink in the zsle leg. The lumen diameter of the zsle narrows from 9 mm to 5.7 mm, focally at this bend, and then dilates again to 9 mm before flaring to 20 mm in the distal cia. The external iliac outflow appears to be normal caliber. Based on measurements, the left iliac leg is likely a zsle 20 x 74 mm or 24 x 74 mm device. Impressions of the imaging reviewer: there is complete occlusion of the left iliac leg on the current study. Appropriate graft sizing cannot be determined without the preoperative study. The iliac leg appears to be appropriately positioned. The left external iliac outflow appears to be normal caliber, though luminal occlusive disease cannot be adequately assessed on the current study due to lack of adequate perfusion. There is significant angulation in the left mid cia causing a 72-degree bend in the left zsle leg. A slight kink in the zsle leg is seen here, immediately where it exits the ipsilateral limb, resulting in focal reduction of the lumen diameter from 9 mm to 5.7 mm. This is likely due to the significant angulation in the cia and the difference in conformability between the zsle graft and the ipsilateral limb. The cause of the iliac leg occlusion cannot be determined from the study provided. However, the significant angulation in the left cia and slight narrowing of the zsle leg at this bend could have been a contributing factor. The left iliac leg was identified as (B)(4) (lot: 6753421) based on the image review and product invoice provided by the customer. In addition, this device is shipped with our product IFU which states warnings, precautions and instructions for use. A review of the device history record was performed, and no non-conformances were noted. Additional information related to patient condition and procedure was requested from the physician, but not provided. Based on the image review, a likely cause for occlusion of the left zsle leg is adverse event related to patient condition. A quality engineer risk assessment was conducted to assess the risk of this failure mode and concluded a change is not required, thus no risk reduction activities are required at this time. The appropriate internal personnel have been notified and we will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.